Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the hst iii system (4.3mm) was defective. A new hsk was used to complete the procedure. No injury was reported.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/28/2023. An investigation was conducted on 05/02/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on which prevents the white plunger from being depressed. The seal was observed in the loading device window. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was observed inside the delivery device but not in its normal seated position. The seal and tension spring assembly were removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.227 inches ((B)(6)). The length of the delivery tube was measured at 2.50 inches ((B)(6)). Based on the returned condition of the device and no specific failure reported as well as the evaluation results, the analyzed failure "fitting problem" was observed. The lot # 3000253412 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.